Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge and tubing priming procedure, the tubing connector loosened from the cartridge resulting in an insulin leak/splash from the reservoir onto the counter and the caregiver¿s hands; the caregiver washed hands and then restarted the change cartridge and tubing workflow with coaching to rewind, prime from the beginning, confirm plunger seating, remove air bubbles, and obtain drops. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.